Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing and impedance measurements greater than 2,000 ohms during isometric testing. As the x-ray was inconclusive, the ra lead was surgically abandoned. This device remains implanted. No additional adverse patient effects were reported.